Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the sodium electrode on a cobas pure c 303 analytical unit. The customer provided an example of one patient sample with discrepant sodium results. The customer stated they had been having issues with frequent noise errors, so they cleaned the high-concentration waste liquid discharge unit on 17-dec-2025. Controls were also unstable. The customer replaced the sodium electrode with a spare on 19-dec-2025, but the issue was not resolved. The patient sample initially resulted in a sodium value of 151 mmol/l and it repeated as 142 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer determined the vacuum nozzle was worn. The vacuum nozzle was replaced and the ise flow channel was cleaned. An aluminum sheet was removed from the ise unit due to sipper aspiration failure. An ise check, calibration, and controls were run. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.